Event description:
It was originally reported that the patient experienced a loss of therapeutic effect when her stimulation was on. It was later reported that the patient's device was explanted. The patient's device was never adjusted properly and it made her symptoms worse. She was going to have another trial done in 2009. Further information is being requested from the hcp.